Manufacturer narrative:
Insulin pump passed the rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, selftest and displacement test. No unexpected pump error alarm during testing. The motor was tested outside of the device and passed. Pump error alarm confirmed in the pump history due to broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer performed self test and insulin pump error occurred. Customer performed self test again, the self test was completed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.